Manufacturer narrative:
Record review: a review of the mfg. Lot build database for the reported lot# 3239848 (mfg. 04/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: two used d1000 tego connectors were returned. Qe investigation in progress.

Event description:
Int'l. (B)(6) complaint received reporting air in the lines during dialysis session/set up consisting of gambro bloodlines; palindrome catheter and d1000 tego connectors. The initial information describes the event as follows "..: it was noted by the rn that air was in pts hd circuit. Pt was disconnected immediately rn put circuit in recirculation to expel the air hd lumens were flushed - rn noted ns coming out the sides or the arterial tego - air to the patient.". Distributors follow up reports "..this was second session access to this tego when this occurred about 1 hour into run. After flushing the system of air the first time she went to flush the line and noticed saline coming out the side slots.". There were no reported adverse patient consequences. The device was removed, replaced with no further issues encountered..

Manufacturer narrative:
Device return: two used d1000 tego connectors were returned. Engineering investigation : visual inspection (pre and post decontamination) of the "as received" tego connectors did record residual blood under the silicone seal on one of the tego connectors. Functional/performance testing to the applicable product specifications recorded no leakage issues were replicated. Both tego connectors met air pressure leak product performance specifications. Additional analysis was performed to evaluate the potential cause(s) of the internal leakage that was visually observed with the one returned tego connector. The tego connector was disassembled and the internal componentry was evaluated. The report noted the bottom of the silicone seal had been "imprinted" with a shape that suggests it was sitting on top of the body post. A seal that is out of position in this fashion can result in internal leakage. The seal also had a small tear in the seal area with the molded body post (opposite gate). Findings: testing and analysis of the two returned tego connectors recorded no leakages, functional issues. Additional engineering efforts did identify component/molding anomaly that may have caused or contributed to a seal misalignment . This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation where a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting air in the lines during dialysis session/set up consisting of gambro bloodlines; palindrome catheter and d1000 tego connectors. The initial information describes the event as follows "..: it was noted by the rn that air was in pts hd circuit. Pt was disconnected immediately rn put circuit in recirculation to expel the air hd lumens were flushed - rn noted ns coming out the sides or the arterial tego - air to the patient.". Distributors follow up reports "..this was second session access to this tego when this occurred about 1 hour into run. After flushing the system of air the first time she went to flush the line and noticed saline coming out the side slots.". There were no reported adverse patient consequences. The device was removed, replaced with no further issues encountered. This is the mfrs. Follow up report to provide the device return investigation results and additional information, type of reports; if follow-up, what type?; evaluation codes; if remedial action initiated; recall number and additional MFR narrative.